Manufacturer narrative:
Investigation summary: it was reported the flushes are difficult to push, sticking and felt blocked. To aid in the investigation, thirty-one samples and two photos were provided for evaluation by our quality team. Thirty of the samples came in a shelf box and the other sample was taped to the shelf box. A visual inspection was performed. All the samples came in sealed packaging blisters and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all the results were within specification. In the two photos provided, one shows a syringe with no packaging flow wrap and has been filled with blood and the other photo shows the samples received. It could be possible the customer is not using these flushes for their intended use. These syringes are single use and intended to flush the IV line by expelling the saline solution. The photo provided shows a syringe filled with blood. A device history record review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to move during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "as per account, unable to use syringe to flush avf due to syringe not functioning properly. Difficult to push, sticking and felt blocked."